Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was confirmed through review of the event history log. Physical inspection found that the upper auxiliary tail was not fully secured in the connector of the input/output printed circuit board (I/o pcb). This condition could cause an intermittent connection, causing the reported symptom. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.